Event description:
The patient reported that after the original implant in (B)(6) of 2000 and then in (B)(6) of that year the patient bent forward to catch someone at work and the weight severed the catheter and there was a piece floating in the spinal fluid and it took 3 surgeries to get it out. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# j0056600r, implanted: (B)(6) 2000, explanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).